Manufacturer narrative:
Changed suspect device from the strips to the blood glucose monitor that displayed the reported error.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported the patient passed out due to hypoglycemia. The patient received an unknown result on the compact plus meter in the morning. In the afternoon, the meter was unavailable for use due to an e-5 message. The patient passed out approximately 7:15 pm and was unconscious for "about 30 or 40 minutes". The paramedics arrived at approximately 8:00 pm. The husband did not provide any treatment prior to the paramedics arriving. The paramedics received a result of 34 mg/dl on their meter. The patient was treated with glucagon tablets and d50 via IV. The patient was not taken to the hospital. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.